Manufacturer narrative:
H.6. Investigation summary: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. Based on no sample and no lot, this complaint is not confirmed.

Event description:
It was reported that unspecified bd¿ pen is not delivering medication properly or at all. Per the coc nurse, the patient had received a new apokyn pen in nov/2018, and the pen failed. Every third or fourth time they tried using it, when they pushed the button, the pen would quickly ratchet down with a ¿zzzzp¿ sound. The coc nurse stated that the gears inside the pen apparently did not engage to push the plunger, so they were unsure how much medication the patient actually received. The pen had been screwed together properly and had been loaded up.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen is not delivering medication properly or at all. Per the coc nurse, the patient had received a new apokyn pen in (B)(6) 2018, and the pen failed. Every third or fourth time they tried using it, when they pushed the button, the pen would quickly ratchet down with a ¿zzzzp¿ sound. The coc nurse stated that the gears inside the pen apparently did not engage to push the plunger, so they were unsure how much medication the patient actually received. The pen had been screwed together properly and had been loaded up.